Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device unexpectedly powered down due to a degraded internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. There was no patient injury reported as a result of this incident.